Event description:
Rupture of silicone gel implants of both breasts with bilateral capsular contracture with deformity of the breasts. Both implants were removed and saline implants were inserted bilaterally. Other relevant history: pt had an augmentation mammoplasty done many years ago.